Manufacturer narrative:
(B)(4) - the actual device was not returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
The patient called during treatment wanting to know how to cancel treatment to go to the hospital. The patient stated he felt like he was having a heart attack and he felt really full. A follow up call was made to the patient's nurse who reported that on (B)(6) 2017, the patient experienced chest pain and he panicked as he thought he was having a heart attack. He rushed to the emergency room and was admitted for low potassium until (B)(6) 2017. The nurse reported that the patient was not overfilled and did not have fluid overload.